Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: submitted 08/28/2015 as follow-up #1: a review of the complaint record indicated that the alleged issue was deemed to be one of power/intermittent power, related to the cracked battery compartment.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2015 with the following results: battery compartment damaged; crack on the side of the battery compartment from the threads traveling down along the bumper to the case seal. Ely attach. Battery cap threads stripped/torn: measurements are found to be within tolerance. Test cap is able to securely attach to pump. Pump powers up to blank screen. Pump opened; evidence of moisture found on support bracket, battery canister and on the display screen flex and display connector. Review of the bb data shows no indication of unexplained por's occurring. Time/dates are inaccurate; pump dates are out of sequence.